Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator's upper liquid crystal display (lcd) has red line through it. Device was not being used on a patient when event occurred. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to swap upper/lower lcds to determine if fault is in lcd panel. Covidien was not authorized to service the device.